Event description:
It was reported that during a procedure of the heavily calcified, distal to mid right coronary artery (rca), the trek rx balloon dilatation catheter (bdc) was inflated and during deflation there was difficulty. The physician disconnected the indeflator and attached a syringe to achieve deflation. It was noted that during removal the shaft detached and the balloon remained at the ostium of the rca. Several snare attempts were unsuccessful in retrieving and removing the detached fragment. The patient was reported in stable condition and was transferred for surgical removal of the fragment. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.(B)(4) - incorrect prep; failure to submerge balloon to activate coating.the device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. It should be noted that the trek rx instructions for use (IFU) states: treatment of moderately or heavily calcified lesions is considered to be moderate risk, with an expected success rate of 60 - 85% and increases the risk of acute closure, vessel trauma, balloon burst, balloon entrapment, and associated complications. If resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In the event of catheter damage / separation, recovery of any portion should be performed based on physician determination of individual patient condition and appropriate retrieval protocol. Additionally, the IFU states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.